Event description:
The customer contact reported a nondelivery. At an unspecified time, the device was programmed to deliver an unspecified hydration solution. No specific device programming was provided. At an unspecified time, the delivery was initiated. After an unspecified length of time, it was noted the device display incremented; however, no fluid was delivered. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing by the director of medical equipment at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.